Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 346.7mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. The patient¿s pump and catheter were explanted due to infection. The date of explant was not known at the time of this report. The patient had been admitted to the hospital. Antibiotics were given as an intervention/action to resolve the issue. The issue was resolved at the time of this report. The patient status at the time of this report was ¿alive ¿ no injury.¿ therapy dates as well as concomitant drugs and the date the infection began were not reported; additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).